Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two noisy stored electrograms (egm) were observed via the cardiac resynchronization therapy defibrillator (crt-d). The episodes were one week apart at approximately the same time. The device had oversensed due to electromagnetic interference (emi) and inappropriately mode switched. The patient denied any procedures, new household equipment, or appliances as potential emi sources. Isometric movement confirmed no lead issues. The patient is to be monitored and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory had an observation relating to mode switch. If information is provided in the future, a supplemental report will be issued.